Event description:
Pt in another country, contacted our affiliate to report a corneal ulcer. The pt inserted a new pair of acuvue advance contact lenses on the event date, and stated the lens felt gritty and dry on arrival home about 4:30pm. The pt inserted rewetting drops, but the lens felt "more gritty." After 10 minutes, the pt reported severe pain and swelling of the eye. The pt went to the local emergency dept. And was referred to an ophthalmologist the next day. The pt was told the diagnosis was bacterial corneal ulcer. The pt was prescribed oflaxocin and cyclopentalate. The pt was in f/u two days in 2009. The ophthalmology office confirmed the diagnosis of bacterial keratitis with an inferior temporal ulcer os. The pt is progressing well and full recovery is expected. Product was not returned and lot info is not available. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings. Single use or reuse.